Manufacturer narrative:
B3: unknown. E1: (B)(6). Device evaluation: one device was received. A visual inspection found the device in good condition. During the functional testing, the customer reported issue was able to be duplicated. The cause of the issue was found to be a defective air detector. The air detector was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump displayed an "air detection alarm". There was unknown patient involvement.